Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine preventative maintenance and blue tooth upgrade. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code was found in the ventilator's downloaded error log (internal li-ion battery permanent failure). The device's internal battery was replaced to address the issue. In addition, the exhaust fan assembly was replaced due to physical damage/pinched wire, no wire exposure, replaced as precaution. The blue tooth was upgraded. O2 tubing replaced due to discoloration. The inlet air path assembly and removable air path foam was replaced per remediation. Th device passed all testing.